Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ngas1102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the nursing assistant observed displacement of the gtt, when it was sent to the nurse for evaluation. It was stated that he observed that the balloon was ruptured.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a balloon burst with potential subsequent dislodgement of a tri-funnel device was confirmed as use related. A 20fr tri-funnel replacement device was returned for investigation. The device revealed evidence of use. White residue was observed on the external surface of the balloon. Residue was also found within the feeding tube. A crescent shaped split was observed in the balloon. Due to the breach in the balloon material, the balloon could not be inflated. A microscopic examination of the split revealed a rough and granular area at the center of the split, which appears to be the location where the rupture initiated. The damage appears to be the result of over-pressurization. The product IFU indicates to not exceed the maximum recommended inflation volume. The correct inflation volume was printed on the valve.

Event description:
It was reported by the facility that the nursing assistant observed displacement of the gtt, when it was sent to the nurse for evaluation. It was stated that he observed that the balloon was ruptured.